Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized because customer found unconscious. The customer state that the pump would not turn on. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.